Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles within the cartridge tubing. The customer's blood glucose was 197 mg/dl. Tandem technical support educated the customer regarding air bubbles. Reportedly, the customer continued to use the current supplies for insulin therapy.